Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel resulting in inhibition of pacing. The patient was working on his car at the time.